Event description:
It was reported that during a routine device change out, the right ventricular (rv) lead coil impedance was high when connected to the new device. Physician disconnected and reconnected lead pin to verify complete insertion into device connector block. The rv lead coil impedance was normalized and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935-65 implantable tachy lead, implanted: (B)(6) 2011. (B)(4).